Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in non-auditory stimulation and the decision to explant the device. The device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.